Manufacturer narrative:
Follow-up #1 date of submission 01/25/2016-product analysis:the device was returned and evaluated by product analysis on 01/11/2016 with the following findings:the complaint could not be duplicated or confirmed with investigation. No moisture was observed behind the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging moisture behind display screen. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.